Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Found that the isolation valve in the pump is badly clogged causing no water flow. Water solenoid in the g124 has debris build up and is not holding pressure.

Event description:
Based on the evaluation repair notes while using a g121, they found that the isolation valve in the pump is badly clogged causing no water flow. The event outcome is unknown as of this MDR evaluation.